Event description:
A home pt's (hp) family member contacted baxter's technical service center (tsc) regarding a system error 2240 alarm that was received during drain 7/7 of their automated peritoneal dialysis therapy utilizing the homechoice machine. Per initial report, the hp's family member found the hp disconnected from the setup at the time of the alarm without a minicap on transfer set. Baxter's technical service center assisted the hp's family member in ending therapy early. Per baxter canada, the hp was treated with prophylactic antibiotics as a result of this incident.